Event description:
It was reported that when using urethral catheterization, it was found that the sterile packaging of the urinary catheter was damaged.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be operator error (poor handling method) or sealing gasket worn out. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "do not use when package is damaged." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that when using urethral catheterization, it was found that the sterile packaging of the urinary catheter was damaged.